Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with mild calcification, mild tortuosity and 80% stenosis. The balance middleweight (bmw) elite guide wire was advanced to the c2 curve of the rca but was unable to advance or withdraw due to resistance with the device itself. A non-abbott guide wire was then advanced and the bmw elite was going to be withdrawn but it was noted that the tip of the bmw elite had separated and was in the c2 curve of the artery. The remaining portion of the wire was withdrawn and a stent was implanted to embed the separated portion against the vessel wall. Angiography was performed and showed no thrombus or dissection and there was timi 3 flow. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment and patient effect appear to be related to operational circumstances. It was reported that the guide wire met resistance during advancement and removal (failure to advance / difficult to remove). Factors that may contribute to a resistance during advancement and removal include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, challenging anatomy, interaction with accessory devices, and/or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported failure to advance or difficult to remove. Additionally, the guide wire was reported to have separated during use. It is possible that manipulation of the wire when resistance was encountered contributed to the material separation. The separated portion of the wire was embedded using a stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.